Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer treated with the pump. The customer stated that his blood glucose have been running high and low out of the blue. The customer also had a low reading of 46 mg/dl. The customer treated with food. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised to review the programming. The customer stated that the time is correct, basal is correct and bolus history is correct. The customer was advised to monitor the pump and call back if the issues persist.